Event description:
A representative from a doctor's office reported that a patient received left and right medpor midface contour implants and a medpor nasal dorsum implant in 2007. The representative stated that approximately two weeks after the surgery, the patient reported to the doctor that she had serious hives over her entire body and swelling in the face. The doctor reported that the patient has an unusual idiopathic urticaria that could have been a result of an inability to metabolize an anesthetic agent. The doctor stated that the patient went to an allergist who stated that the patient had not had an allergic reaction. The doctor reported that the area around the left medpor midface implant developed an infection and was treated with abx. The doctor stated that the infection did not resolve and left medpor midface implant was removed.

Manufacturer narrative:
The device history records for the lot were reviewed and all processes and test criteria have been verified as complying with the medpor implants specifications.